Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any product abnormality that could have contributed to the reported condition. An air leak test was performed 2 bar pressure, and a leak was observed at the level of the return screwed connector of the set filter. Further inspection showed that the return blood header port was cracked, which allowed the leakage. The reported condition was verified. The cause of the dialyzer housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a prismaflex st100 set was observed to be "broken" and leaked during priming. There was no patient involvement. No additional information is available.